Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, impact damage to the ventilator's lcd display screen was observed. The device's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.